Event description:
Customer repots that insulin pump did not alarm when threshold was reached. Customer's blood glucose was 58 mg/dl. Customer was advised to speak with healthcare professional. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.